Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn the etiology of peritonitis is unknown; therefore, causality cannot be concluded. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated, as neither the device nor product was returned to the manufacturer for investigation or evaluation. It is however well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for peritonitis for six days. The pdrn was unaware of the organism cultured or any laboratory values, but confirmed the patient was receiving a 21-day course of intraperitoneal antibiotics (drug, dosage and frequency not provided) as treatment. The pdrn stated the cause of the peritonitis is unknown. Additional information was requested, however not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler/ liberty cycler set product issue caused or contributed to the event. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients. The leading cause of peritonitis continues to be poor aseptic technique at the time of the pd exchange. The patient¿s pd effluent grew staphylococcus aureus which is an organism commonly found on human skin. Therefore, it is possible a breach in sterile technique occurred during the pd exchange. The patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Event description:
Additional information was received. The patient had transitioned to fresenius products prior to the peritonitis episode. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. A culture test was performed, which confirmed staphylococcus aureus.